Manufacturer narrative:
(B)(4): 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-00118. It was reported the pt (B)(6) was unable to establish communication with the ipg using either the programmer or charging system. Efforts to establish communication with use of a different charging system proved unsuccessful. Prior to the loss of communication, the pt was said to have experienced pocket heating while charging. Surgical intervention was undertaken to replace the ipg. Effective stimulation was recaptured for the pt, and no further issues of heating were noted following the procedure.